Event description:
Picked up new resmed 10 CPAP machine from my doctor office on (B)(6) 2025. Could not access sleep data the next morning. Portals referenced by resmed on device, in app and in emails for correct data gathering every day appeared to be outdated. Support emails had sloppy and incorrect data in them that were useless. App was never mentioned anywhere. I just figured it exists so retrieved it from app store but even that didn't help. It appears the it support side of resmed is poorly managed and neglected. Without historic data I could lose insurance coverage. Contacted ceo (B)(6) today. Have not yet heard back.